Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during abdominoperineal proctectomy, during transection of the rectum, the green button was pressed without noticing, and the first squeezing was performed. The knife moved about 1 cm on the right side of the rectum, so the anal side was resected additionally. Additional tissue resection was required due to the issue. It was noted that there was tissue damage. The procedure was completed with another device. There was no patient injury.